Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator was analyzed and failure analysis investigation confirmed error 40100 as having occurred in the field but not replicated. The system logs recorded an error 40100 coupled with errors 321 and 40084 which points to the clockspring. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) where all test passed. As a precaution, the clockspring assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographic information is unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error message on the third arm. The customer accidently disabled the arm 3 and recovered the error. The customer was unable to bring it to functional. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to restart the system. The system booted up normal and proceeded. The procedure was completed with no reported injury.